Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The pace/defib (pd) engine board was sent to zoll medical corporation for further testing. The customer's report was verified and attributed to a faulty relay on the pd engine board. The pd engine board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated at zoll singapore. The customer's report was duplicated and attributed to a pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.